Event description:
The hospital reported that during a coronary artery bypass procedure, the punch did not fire when the button was depressed on the heartstring proximal seal system. There were no pt effects. A replacement was used to complete the procedure. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on apr 05, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).